Event description:
There was an allegation of questionable ise indirect na, k, and cl for gen.2 results for 1 patient sample and questionable ise indirect na for gen.2 results for 4 patient samples on a cobas 8000 ise 1800 module. Patient a: the initial sodium result was 127 mmol/l and the repeated result was 141 mmol/l. The initial chloride result was 120 mmol/l and the repeated result was 106 mmol/l. The initial potassium result was 4.0 mmol/l and the repeated result was 4.6 mmol/l. Patient b: the initial sodium result was 126 mmol/l and the repeated result was 136 mmol/l. Patient c: the initial sodium result was 146 mmol/l and the repeated result was 137 mmol/l. Patient d: the initial sodium result was 145 mmol/l and the repeated result was 101 mmol/l. Patient e: the initial sodium result was 130 mmol/l and the repeated result was 136 mmol/l. The results were reported outside of the laboratory. The samples were repeated due to a physician stating that the previous patient results did not match the reported results. The repeated results were believed to be correct. The repeated results were performed on a different line. The sodium electrode lot number is r16 with an expiration date of 31-jul-2022. The chloride electrode lot number is j79 with an expiration date of 16-jul-2022. The potassium electrode lot number is b62 with an expiration date of 03-sep-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. The customer's sample pre-analytic details were requested but not provided. The investigation reviewed the system's alarm trace and abnormal aspiration (sample probe), abnormal aspiration (sample probe a/b), and sample short errors were observed. The errors are indicators of possible poor sample quality. The field service representative found the sipper flow path was contaminated. He performed a topside cleaning for approximately 1 hour, replaced the electrodes, and performed conditioning. He performed precision tests, calibrations, and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.